Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that antibiotic treatment with amikacin injection was discontinued. At the time of this report, the patient has recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, vomiting, diarrhea and weakness in the body. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (1gm, stat, intraperitoneal, discontinued) and amikacin injection (100mg, intraperitoneal, once daily, ongoing) for peritonitis. Fourteen days after hospital admission, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.